Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot r290, on the echo instrument.

Manufacturer narrative:
A visual review of results for the unexpected negative reactivity showed that negative reactions appeared as reported by the instrument. Repeat testing on the instrument could not be performed due to an insufficient quantity of sample remaining. A review of the customers manual testing showed that positive (1+) results were obtained with some of the e-positive cells. The immucor product investigation lab confirmed the presence of the e antigen on retention capture-r ready-screen (3), lot r290. Controls performed as expected and all reagent cells tested exhibited the expected reactivity. Retention performed as expected. An immucor field service engineer performed the unexpected reaction checklist. Minor adjustments were made to the y-belt tension and camera manual gain. The instrument is operating as expected. The investigation did not identify a product deficiency.